Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the as returned poly liner showed signs of wear. The outside radius of the liner has slight scuffing. The tip is deformed, and the locking feature has been damaged. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause unchanged. This complaint was confirmed based on the provided medical records and returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). 00784803101 modular neck p2 12/14 neck taper use with +0 heads only 60778097, 00620005822 shell porous with cluster holes 58 mm o.d. 61526509, 00801803602 femoral head 12/14 taper 61648290. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00465, 0001822565 - 2018 - 06389, 0001822565 - 2019 - 04485. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Medical records indicate that the femoral head component was removed, this showed minimal corrosion on the female trunnion attachment and minimal wear. The modular neck was removed as well. This had some corrosion on the trunnion. The female site for insertion of the modular neck was intact. No corrosion was noted. Well-fixed femoral and acetabular components. Some soft tissue impinged around the shell. Some wear noted on the liner. Liner, head, and neck replaced without further complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately seven years post initial surgery due to pain and elevated metal ion levels. During the revision procedure, significant corrosion was attempts have been made and additional information on the reported event is unavailable at this time.